Event description:
The patient reported that subsequent to the implant of a protegen sling and cystocele and rectocele repair, they experienced severe pain and worsened incontinence. Patient reported experiencing pain that radiates from their knees to their groin and vaginal pain when walking. The patient reported they had two knee surgeries and has lost most of the strength in their legs. The device remains in the patient. Therefore, no failure analysis is available.